Event description:
On (B)(6) 2018, a 22mm amplatzer vascular plug ii (avp2) was used as a demonstration device prior to procedure to refresh the physicians on device preparation and deployment. During device preparation, slight resistance was encountered when the loader was backed into the sheath and when the plug was advanced smoothly into the sheath. The device was deployed in the patient, and the wire tip detached and remained attached to the proximal marker of the plug. After multiple attempts, the device was not occluding; however, the device was still released and left implanted with the wire still attached. Twenty-five minutes later, fluoroscopy showed blood flow, and the patient's platelets were a bit low, however no lab test was performed for exact numbers. A follow-up visit is planned to see whether the device occluded blood flow. There were no patient consequences.

Manufacturer narrative:
Events of "a piece of wire remained attached to the proximal marker of the plug" and occlusion issue were reported. The results of the investigation are inconclusive since the device was not returned for analysis and remains implanted; however, two images were submitted for evaluation. Visual inspection was based solely upon a review of the images received. The images were captured under fluoroscopy and appeared to show a vascular plug with an unknown object engaged in the end screw. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.